Manufacturer narrative:
Result: the brake bar was not bent upwards on brake rings.

Event description:
It was reported by service report that the foot-end brakes were not working. No pt involvement or adverse consequences were reported.